Event description:
It was reported that the patient presented to the clinic. Upon interrogation, high pacing impedance was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable in condition.